Event description:
It was reported during surgery the threaded axis of the panta device did not thread smoothly into the support device. There was no reported injury to the pt; however, surgery was delayed for 20 minutes due to this issue.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported information.